Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on approximately (B)(6) 2025, the patient experienced a failure to alert after which they experienced a hypoglycemic event. The cgm reading was low and no alert was heard by the patient. The patient experienced loss of consciousness, and an epileptic seizure. The patient was at the zoo at the time of event and was initially treated by their daughter who is a nurse. The patient was resuscitated, and rescue breathing was performed. The emergencies were called, and the patient was brought to the hospital. The daughter could not remember any treatment that was given at the zoo, but at the hospital the patient was treated with pain, heart and lung medication, and an MRI and brain scan were done. The patient stayed for a total of 2 to 3 weeks at the hospital and during this time the patient´s blood glucose levels fluctuated a lot. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable and was recovering at home. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information became available.